Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the cephalic vein. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous shunt vessel. The 5.0 x 40/40 (4f) sterling otw balloon was used to dilate the lesion when it ruptured upon the 5th inflation at 14atms (1st inflation: 12atm / 2nd inflation: 12atm / 3rd inflation: 12atm / 4th inflation: 14atm). It was noted that the physician thought the calcified lesion caused the balloon to rupture. The procedure was completed with this sterling balloon device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).